Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/15/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent atrial tachycardia right (r-at) procedure with a smart touch bidirectional catheter and the catheter was not ablating sufficiently. The catheter was removed from the patient's body and it was noticed that there was a "film substance" on the tip of the catheter. It was not believed that the physician felt any resistance while introducing the catheter from the sheath. The sheath information is not known. The catheter was replaced and the issues resolved. The procedure was completed with no patient consequence. The ineffective ablation was assessed as not reportable. The "film substance" found within the usable length of the catheter, was assessed as a reportable malfunction.

Manufacturer narrative:
Due to the (B)(6) 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a trial tachycardia right (r-at) procedure with a smart touch bidirectional catheter and the catheter was not ablating sufficiently. The catheter was removed from the patient's body and it was noticed that there was a "film substance" on the tip of the catheter. It was not believed that the physician felt any resistance while introducing the catheter from the sheath. The sheath information is not known. The catheter was replaced and the issues resolved. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and a light colored foreign material and white fibers were observed at the distal end of the catheter. A fourier transforms infrared spectroscopy (ft-ir) was conducted in order to identify the type of foreign material; the results demonstrated that the material had a biological composition similar to human tissue. The catheter was reviewed and it was found in good conditions; all rings were free of damage. No bents or sharp edges were observed. The catheter outer diameters were measured and it was found within specifications. The catheter was tested for electrical performance, temperature response and generator compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a foreign material observed has been verified; however the catheter was found within specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster inc. Processes.